Event description:
A high reading issue was reported with the adc device. The customer reported a sensor reading of 300 mg/dl. The customer self-treated with insulin (dose/type unknown) and then experienced symptoms described as illness, sweat, slow response, and almost lost consciousness. The customer was given soda for treatment by spouse. There was no report of death or permanent impairment associated with this event. Sensor readings of 394 mg/dl, 268 mg/dl, and 266 mg/dl were obtained against a built-in meter results of 186 mg/dl, 90 mg/dl, and 58 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer reported a sensor reading of 300 mg/dl. The customer self-treated with insulin (dose/type unknown) and then experienced symptoms described as illness, sweat, slow response, and almost lost consciousness. The customer was given soda for treatment by spouse. There was no report of death or permanent impairment associated with this event. Sensor readings of 394 mg/dl, 268 mg/dl, and 266 mg/dl were obtained against a built-in meter results of 186 mg/dl, 90 mg/dl, and 58 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.